Event description:
The device was returned for repair. It was further reported there was water/moisture inside the device perhaps from being sterilized incorrectly. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) power up failure. The main pcb (printed circuit board), battery flex and both pcb screws are corroded. Battery contacts are compressed. Battery drawer is contaminated. Heart lead flex is corroded and contaminated. Upper and lower cases, ring cover, and lead flex cover are broken. The ring is missing.